Manufacturer narrative:
Age at time of event: 18 years older. Device evaluated by manufacturer. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-01060. It was reported that a wire detachment occurred. The 90% stenosed target lesion is located in a moderately tortuous and severely calcified proximal left anterior descending artery. An unspecified rotablator burr and a 330cm rotawire were selected for rotational atherectomy. While testing the burr on the wire outside of the patient, the rotawire detached while setting the speed. The procedure was completed with another of the same rotawire. No patient complications were reported and the patient's status was good.